Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while using the extended tip cautery on deeper tissue, the physician noted there was a burn to the superficial skin on the lower side of the chest incision. They noted the burn mark on the skin and looked at the shaft of the cautery; they noticed there was a break in the insulation and immediately removed the faulty cautery tip from the field. The burnt tissue would be sharply debrided, and primary closure would still be performed. Patient was under general anesthesia and it is unknown if patient required additional sedation due to this incident.